Event description:
Treatment of an aneurysm. During the procedure, it was reported the implant coil could not be completely detached and was pulled back into the microcatheter. The implant coil detached as it was pulled halfway into the microcatheter. The devices were removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The lot history record of the reported lot number has been reviewed and no discrepancies that may have contributed to the reported experience were observed.(B)(4)

Manufacturer narrative:
The axium pushwire was returned for evaluation without the implant coil; therefore, the cause for the non-detachment could not be determined, it is possible that the implant coil pre-mature detached. Due to the broken tack weld replacement (twr) crimp allowing the release wire to pull back momentarily detaching the implant coil or due to the ovalized condition of the retainer ring. The cause for the ovalized condition (damage), of the retainer ring could not be determined. The tack weld replacement (twr) crimp was found to be loose. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube) within the introducer sheath. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).